Event description:
It was reported that this right ventricular (rv) lead exhibited chronically high low voltage shock impedance (lvsi) measurements between 120 ohms and 125 ohms. An alert was generated for an out of range measurement of 128 ohms. Boston scientific (bsc) technical services (ts) was consulted. The bsc ts consultant documented and discussed the reported clinical observations. The caller will review the issue with the patient's physician to determine what the physician would like to do. This lead remains in service and no adverse patient effects were reported.